Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in th rca. The severely calcified lesion could not be crossed with the device. After removal it was detected that the stent was damaged. Multiple other stents were tried to advance, but nothing was able to pass. The perforation was sealed with 3 coils.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause was identified. The treating physician rated the outcome as both procedure- and device-related complication. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.